Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video monitor displayed green lines and an intermittent image. A second glidescope system was used to complete the procedure, reportedly there was a two (2) minute delay while the second device was prepared. No harm to patient or user was reported.

Manufacturer narrative:
The customer elected to replace the glidescope avl video baton 3-4. The video baton was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image. It was noted the connection between the video baton camera and the flexible tube was loose. In addition, it was noted the camera lens was cracked. Since the customer received a replacement and there are no repairs available for the video baton, the returned video baton was scrapped. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 12/16/2015 and the one (1) year warranty period has expired. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.